Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 136 mg/dl. The customer will continue to use current pump for insulin therapy. A replacement pump was sent to customer to resolve issue.